Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) left ventricular sets crew was not able to be tightened. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.